Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit received with cracked case on display window corners and reservoir tube lip.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.